Event description:
It was reported that the low-voltage left ventricular (lv) lead exhibited high and unstable pacing thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.